Event description:
Reference MDR# 1219856-2010-00662 for first event involving the same pt. It was reported that a procedure was being performed on a male in the intensive care unit. The teflon sheath was attempted to be placed over the spring wire guide (swg) when it became kinked / stuck. At the risk of damaging the arterial wall, the sheath was removed. The staff opened another tray and successfully placed a new super arrow-flex (saf) sheath and the intra-aortic balloon (iab). There was no patient death, injuries or complications reported. There was no delay in treatment and pt is listed as ok.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.